Event description:
A caller reported that a pump malfunction with code malf 16 occurred. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller with resetting the pump; however, the same malfunction code recurred even after the reset. Consequently, technical support decided to replace the pump and informed the caller of the process. The customer reverted to an alternate method of insulin therapy.